Manufacturer narrative:
D4: additional information is not available to complete the gtin, the serial number is unknown.

Event description:
During a procedure, the customer counted out five 4x18-lap sponges. Using the automated sponge weighing tab, the customer placed the five laps into the bucket and tapped ¿analyze.¿ the user received a message saying that the dry weight exceeded the wet weight, even though several of the laps were soaked in blood. The automated sponge count/weight portion doubled the dry weight of the sponges. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
During a procedure, the customer counted out five 4x18-lap sponges. Using the automated sponge weighing tab, the customer placed the five laps into the bucket and tapped ¿analyze.¿ the user received a message saying that the dry weight exceeded the wet weight, even though several of the laps were soaked in blood. The automated sponge count/weight portion doubled the dry weight of the sponges. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: upon further investigation, the specific cause of the inaccurate measurement will not result in harm greater than severity 0 (user annoyance), and therefore it is not likely that a reoccurrence of this event will lead to a serious injury or death.